Manufacturer narrative:
The product has been requested for an investigation and a follow-up report will be submitted once results are available.

Event description:
Customer reported receiving a high reading of 14.8 mmol/l on their freestyle flash blood glucose monitor. The reference reading of 4.6 mmol/l was received on the lab's meter within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in valves to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.